Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates the investigation of the complained handle with the torque limiter has shown that it corresponds with our specifications. The instrument was sent to our service department for calibration. The investigation showed that the instrument works flawless (measured were 12.6 nm within the tolerance limit of 12 to 13 nm). It is noted that the instrument has to undergo an annual calibration. Further investigation of the manufacturing and material procedure showed no deviation according to our specifications. No product fault could be detected. A review of the device history record revealed there were no mrrs, ncrs, or complaint related issues with this complaint.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the torque-limiting handle does not release; the torque-limiting handle is defected. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.